Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual analysis was performed on the returned device. The reported deployment issue was not confirmed due to the condition of the returned unit. The separation of the handle halves was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The condition of the returned device suggests that during deployment the ribbon partially slid off the thumbwheel and began to spool around the handle center peg. A cause for the ribbon sliding off the thumbwheel could not be determined. The investigation was unable to determine a definitive cause for the difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat a lesion located in the distal femoral artery that was moderately tortuous and non-calcified. Deployment of the absolute pro was attempted, but the handle became damaged and the stent only partially deployed. The system was removed without issue. There was no reported adverse patient effect or a clinically significant delay. Another device was used to complete the procedure. No additional information was provided.